Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing thresholds and high pace impedance measurements. This lead was then attempted to be revised, however was not successful. This lead remains in service and additional surgical revision will be discussed in the future. No additional adverse patient effects were reported.